Event description:
It was reported that when the lead was inserted into the header and the wrench was used to tighten, despite the clicking the lead could not be tightened down. The lead would just slip out of the header. The actions required as a result of the event was that the device was not implanted and a different product was used. The implantable neurostimulator (ins) would be returned and was put in the mail on 2015-03-14. No diagnostic testing or troubleshooting was performed as it was not required. The product issue was resolved and the cause of the issue was not determined. There were no patient symptoms or complications associated with the event and the patient status was alive with no injury. It was further reported that the patient was doing fine and it was unknown if they were receiving effective therapy since the new lead and battery were just implanted. All impedances, motor responses, and sensations were appropriate. Refer to manufacturer's report #3004209178-2015-05860 for early battery depletion with the previous ins.

Manufacturer narrative:
Concomitant medical products: product ID: neu_wrench_acc, product type: accessory. Product ID: 3037, serial# (B)(4), product type programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015. Product type: implantable neurostimulator. Product ID: 3889-28, lot# va0r2tb, implanted: (B)(6) 2015. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the (B)(4) revealed the neurostimulator (ins) /setscrew/backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.